Event description:
The customer reported to baxter that a half day infusor had a burst reservoir. This condition occurred before use with an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The actual sample was returned to baxter for evaluation. The reported condition of "burst reservoir" was confirmed. An assignable root cause could not be identified during sample evaluation.